Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2015 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time in (B)(6) 2017, the patient experienced peg-j site infection. The patient was hospitalized and given intravenous antibiotics. The patient declined further information.